Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had corrosion on the electrical contacts, free lock lever and scope mount. There was no patient involvement.